Event description:
The technician alleged the brakes would not fully hold on the head end of the bed. No pt impact.

Manufacturer narrative:
The technician replaced the head end brake casters to resolve the issue.